Manufacturer narrative:
The problem was reported by the hospital's clinical engineer. The correction of b5 describe event and problem h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th august, 2023 getinge became aware of an issue with one of surgical lights - blue 80. Based on photographic evidence the headlight cover was cracked with missing particles, labels were damaged with missing particles and the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 28th august, 2023 getinge became aware of an issue with one of surgical lights - blue 80. Based on photographic evidence the headlight cover was cracked with missing particles, labels were damaged with missing particles and the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - blue 80. Based on photographic evidence the headlight cover was cracked with missing particles, labels were damaged with missing particles and the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The most probable root cause of the cracks is a combination of different factors: mechanical stress, environmental conditions (such as high temperature and humidity variations during transport and storage), use of inappropriate cleaning/disinfection products, or inappropriate cleaning and disinfection protocols. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - blue 80. Based on photographic evidence the headlight cover was cracked with missing particles, labels were damaged with missing particles and the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 29th august, 2023 getinge became aware of an issue with one of surgical lights - blue 80. Based on photographic evidence the headlight cover was cracked with missing particles, labels were damaged with missing particles and the paint was chipping from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.